Manufacturer narrative:
H6: investigation summary: it was reported the syringes are harder to push and the IV pumps are not recognizing the syringes. As a sample was not returned, a thorough sample investigation could not be completed. A device history record review was completed for provided material number 306546, lot 3068752. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. H3 other text : see h10.

Event description:
It was reported that the bd posiflush¿ normal saline syringe plunger was difficult to move during use. The following information was provided by the initial reporter: "it was described to me as feeling "sticky" and "harder to push." The IV pumps are not recognizing the syringes properly either. We are able to put the syringe in and program the pump, but after a few minutes the pump will alarm occluded. When the syringe sits in the pump for those few minutes, it becomes stiff/hard to push again. Harm to patient or team member? No harm."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ normal saline syringe plunger was difficult to move during use. The following information was provided by the initial reporter: "it was described to me as feeling "sticky" and "harder to push." The IV pumps are not recognizing the syringes properly either. We are able to put the syringe in and program the pump, but after a few minutes the pump will alarm occluded. When the syringe sits in the pump for those few minutes, it becomes stiff/hard to push again. Harm to patient or team member? No harm".